Manufacturer narrative:
Other, other text: h6: health impact and evaluation codes: updated h10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample and four photos were received for evaluation. Visual and functional testing was performed. Visual inspection found no damage, kinks or other defects were found. Functional testing performed based on the no disposable alarm investigation and root cause conduct trough an internal CAPA the mohawk exposure could be a factor during the use of cassette to activate the alarm. However, the failure mode could not be replicate, complaint is not confirmed. Device passed all functional testing. No problem found. No actions taken, however as part of in process controls add based on CAPA opened on 09/sep/2021 for no disposable alarm issue, root cause the following containment action was implemented: work instructions updated from revision 104 to revision 105 to add the mohawk exposure criteria. Complete on 08/sep/2022. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4)., corrected data: h4: device manufacturing date; d4: device expiration date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. (Lot number) is unknown. No information has been provided to date.

Event description:
It was reported that during the use of the product, a no message alarm went off, and then it changed to a no disposable, pump won't run alarm. The patient changed the pump to another one. After that, the alarm was settled. The suspension time seemed to be about two minutes or so. There was no patient injury.